Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: the customer declared: "my freestyle libre 3 plus sensor, kept going off continuously for 3 hours showing readings starting at 54 and then at 51. Did not feel as if my blood sugars/glucose level was low so I pricked my finger and is showed my level at 96. I eventually had to disengage my app because it would not stop alarming with an incorrect reading which was 40 points lower than what it actually was." It is unknown whether the customer noted a trend arrow on the device. There were no reports of emergent medical intervention from a third party or self-treatment regarding this issue. Adc customer service successfully contacted the customer to gain further information, and no addition information was reported. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The user reported continuous low glucose alarms. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. This also serves as a correction report section d1 (brand name) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: the customer declared: "my freestyle libre 3 plus sensor, kept going off continuously for 3 hours showing readings starting at 54 and then at 51. Did not feel as if my blood sugars/glucose level was low so I pricked my finger and is showed my level at 96. I eventually had to disengage my app because it would not stop alarming with an incorrect reading which was 40 points lower than what it actually was." It is unknown whether the customer noted a trend arrow on the device. There were no reports of emergent medical intervention from a third party or self-treatment regarding this issue. Adc customer service successfully contacted the customer to gain further information, and no addition information was reported. Based on the information provided, there was no report of serious injury associated with this event.